Event description:
It was reported that during surgery, the cement set too quickly within approx 7 minutes. The mixing time was 1 minute and 30 seconds. It started to set from 3 minutes and completely set in about 7 minutes. The cement (40g) was mixed without vacuum manually. The operating room temperature was at 23 c. The cement was stored in a refrigerator at 10 c at the hosp and it was taken out 25 minutes prior to the surgery. Before it was transported to the hosp, it was stored at one of our distributor's warehouse at 25 c. No antibiotic was mixed.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4) 2011, this report will be processed as is.